Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump emptied the cartridge during the load cartridge phase. The patient stated that prior to the issue the pump began emitting multiple loss of prime warnings. The patient reported that when the loss of prime warnings would not stop she removed the cartridge and began the ezprime steps. The patient stated that during the load step the pump pushed all of the insulin out of the cartridge. This report is made based on the allegation that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed no cartridge detected and loss of prime warnings. During the load step, the pump failed to detect cartridge. A force sensor calibration test revealed the sensor is not detecting force. The pump was opened and the force sensor flex was found to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.